Manufacturer narrative:
Correction made to b3/d10: 11/24/2022 (previously submitted as 11/25/2022). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had separation between the female connector and main body of the transfer set; further described as "the female connector got loose." This occurred while disconnecting from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.